Event description:
Report was received from the USA stating that during surgery the device was hard to put on and remove from motor. It was felt as if something was gumming up the connection. No patient or serious injury was reported. No additional information was provided.

Manufacturer narrative:
The device was received by (B)(4). Reliability engineering evaluated the device, and the reported problem was confirmed. The attachment had dried out o-rings, which likely contributed to the reported problem. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the device. If additional information is received, a supplemental report will be sent. (B)(4).